Event description:
Freestyle libre by abbott reporting wildly inaccurate blood sugar results compared to a freestyle light glucose reader. Two sensors in a row have this problem, approx 10 sensors in a row did not. System reporting normal operation.